Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the cabinet fractured/cracked. Associated malfunctions for this device: pilot valve not shifting, power switch no alarm.